Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event may be attributed to: device used on vessels thicker than 7 mm . Failure mode: device not properly cleaned. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the ligasure device was giving error messages indicating the tissue was too thick and the jaws were sticking to the tissue. There was no patient injury or medical intervention and the complainant is not aware of any extended procedure time. These are commonly used devices that are readily available.